Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated that he was able to rewind and prime but the motor error alarm occurs when filling the cannula. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 133 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.